Manufacturer narrative:
At the present time, the letter received claims a newlife oxygen concentrator stopped functioning for an unk reason. Airsep is trying to get more information concerning this, the serial number, and the return of the device for evaluation.

Event description:
Received letter stating about his client: "after one year of use, the in taking of oxygen lowered gradually, but my client could not realize it even though he felt discomfort. At last, by (B)(6) 2012, the equipment stopped its function totally. In furtherance, my client was hospitalized, as he was critically ill."